Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device had a cut at ultrasound transducer, missing sealant at ultrasound transducer, missing the paste-like, thixotropic adhesive at forceps cover, and the sealant is missing at light guide cover. There was no patient involvement.